Manufacturer narrative:
Investigation summary:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not determine with retain testing. Source: phone.

Event description:
Customer reporting 1 false positive asymptomatic sars patient result found during athletic screening. Customer communicated the result was confirmed negative by pcr.